Event description:
The contact stated that the surgeon implanted a cc4204bf plate collamer lens. The patient's chamber wouldn't hold the lens, so the surgeon opted to use a different lens model. The lens was removed without enlarging the incision. No patient injury. The cartridge model that was used was an sfc-25 fp. The contact was unable to provide the injector model or the injector and cartridge lot numbers. This was the first of two lenses that were used for the same patient.

Event description:
This lens was originally reported as being implanted and removed, was returned in a sealed vial as it was never opened and used.